Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle leaked blood. This was discovered during use. The following information was provided by the initial reporter: material no. 368607, batch no. 8144792. It was reported that blood was leaking into the holder.

Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle leaked blood. This was discovered during use. The following information was provided by the initial reporter: material no. 368607, batch no. 8144792. It was reported that blood was leaking into the holder.